Event description:
The customer reported that the insulin pump alarmed and it could not be cleared. The customer stated that she was at the beach when the alarm occurred and water may have gotten into her insulin pump. Troubleshooting was performed and water under the display was observed. No further information was reported.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.